Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported via phone, he was refilling his reservoir and he inserted in the insulin pump. Once in the insulin pump alarmed no delivery. Customer attempted to resolve the issues by changing the battery. The device alarmed no delivery while customer was attempting to fill the tubing. Customer's blood glucose was 192 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir. Then manually push insulin through tubing with a plunger, and insulin didn't exit. Customer first changed out the infusion set and anomaly persisted. Then he swopped out the reservoir and left the current infusion set and insulin exited. Manual prime was performed and the device didn't alarm. Customer is returning the reservoir for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.